Event description:
According to the parent, the user fell and hit the left side of the head on 11-sep-2024 and then a decrease in hearing performance with the device was observed. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the reference electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parent, the user fell and hit his left head on (B)(6) 2024 and then a decrease in hearing performance with the device was observed.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
According to the parent, the user fell and hit the left side of the head on (B)(6) 2024 and then a decrease in hearing performance with the device was observed. The user has been re-implanted.